Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 kept failing. A field service engineer inspected the latch column and powered down the station to apply corrective actions to the latch assembly for door 1. Cleaned the microswitches and re-tensioned the wire harness connectors. Powered the station back on and tested the latch assembly using the hardware testing application. During the repair of door 1, also applied corrective actions to doors 2 through 4 on the same tower. The customer successfully logged into the user application and was able to recover the storage space. The system functioned as intended after the field service engineer repaired the device.